Manufacturer narrative:
We are currently in the process of retrieving further information to perform further investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported by a corin representative that the patient developed infection post primary total hip replacement surgery. As a result, the primary components had to be revised. Ops plan with dynamic hip analysis were used as the planning product along with acetabular and femoral guides.

Event description:
It was reported by a corin representative that the patient developed infection post primary total hip replacement surgery. As a result, the primary components had to be revised. Ops plan with dynamic hip analysis were used as the planning product along with acetabular and femoral guides.

Manufacturer narrative:
Method: no complaint devices were returned to optimized ortho by the customer. Thus, the device history files were investigated which included reviewing the ops plan, ops acetabular guide & ops femoral guide. Results: the design of the patient specific guides is determined to be unrelated to the failure mode of infection. The intended moist heat sterilisation method for sterilizing the ops patient specific instruments has been validated to achieve a sal 10-6 as per iso17665- there was no evidence to suggest that the ops technology provided to the primary surgery malfunctioned or was deficient. As per opt-rsk-16 v111, the cleaning and sterilisation parameters have been validated by optimized ortho and deemed adequate to achieve sal 10-6. This failure mode is not associated with the use of ops technology in the primary surgery. Conclusion: there is no evidence to suggest that the use of ops technology in the primary surgery contributed to this revision event. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.